Event description:
Additional information was received from the physician's office but no information was provided regarding when the programming anomaly may have occurred. A copy of the physician's flashcards from the programming computers were received, but there was no programming data for the patient's device indicating that the anomaly may likely have occurred on the date of generator replacement. The last date of data was on (B)(6) 2012 as previously reported. A final interrogation was performed on (B)(6) 2012 which confirmed the intended programmed settings. Therefore, it is likely that the patient's therapy was not compromised since the device was intended to be replaced on this date. Clinic notes dated (B)(6) 2012 indicated the patient's seizure control was well with absence of seizures controlled for greater than four years.

Event description:
The model 102 generator was returned to the manufacturer for analysis following generator replacement on (B)(4) 2012, and the product analysis was completed. The as-received programmed settings in the product analysis lab were indicative of a programming anomaly occurring (with the 0 ma output current and 60 sec on time). Review of the vns programming history database revealed that the as-received settings were not the patient's previously programmed parameters. Additionally, it is unclear if the device was intentionally programmed off prior to surgery and if the programming anomaly occurred prior to the date of surgery. Attempts for a copy of the neurologist's flashcard are underway. However, the generator's programming history has not been reviewed by the manufacturer to date.

Manufacturer narrative:
Review of product analysis generator as-received settings.